Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient stated: "my tracking is not accurate as no matter how long I've worn them. I have excessive blood in my retainers each morning, jaw pain, headaches and gum recession happening with each session of my retainers. My dentist is concerned that these are causing more damage to my already compromised teeth health."